Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07sep2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a battery failure. It was reported that the ventilator was in clinical use. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 26oct2018. Date of manufacturer: 18sep2018. Philips field service engineer (fse) evaluated the device and verified the reported condition. The fse replaced the battery to address the issue. The ventilator passed all testing.

Manufacturer narrative:
Date of report: 26-oct-2018. Date of manufacturer: 18-sep-2018. Philips field service engineer (fse) evaluated the device and verified the reported condition. The fse replaced the battery to address the issue. The ventilator passed all testing.